Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It hadn¿t worked since it was implanted and the patient was having pain down the cheeks of their rump on both sides. The patient wanted to have it removed so they could have an MRI to see why their back was giving them trouble. The patient had had this pain for at least 6 weeks. The patient¿s health care provider (hcp) was giving them the run around and no one seemed concerned that they were in pain. The patient didn¿t know whether the implant had anything to do with it or not. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the solution was in progress. The patient contacted a health care provider (hcp) from the list they were sent. The removal of the device should be done sometime next week.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va0701m, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had their implantable neurostimulator (ins) removed 3 days ago because it had not helped their symptoms and was irritating their sciatica since implant. The patient was wondering what to do with their patient programmer. Analysis of the programmer found that the device tested ok to specifications. The antenna jack was resoldered as a preventative measure and the missing lens/protective cover was replaced.